Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via emil that phone call that a piece of the insulin pump broke off at the reservoir compartment. The customer's blood glucose reading was unknown at the time of incident. The customer also indicated that the battery alarmed failed battery, the keypad buttons are not responsive, a bad sensor alarm was received and the battery housing is cracked. No further details given.